Manufacturer narrative:
Medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to duplicate the reported issue. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
An archive of the patient exam used for this case was analyzed by a medtronic technical services representative. The exam 3d model loaded as a block, requiring the user to edit the thresholding to see the face model. A medtronic field representative made some adjustment to the software settings on the system at the site and also performed training on 3d model thresholding for the site users. A software investigation was performed. It is suspected the reference frame was moved during navigation rendering the registration invalid, since the navigation was accurate for the first couple of hours and again accurate after re-registration. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Event description:
A medtronic representative reported that after accurately navigating for two hours in a functional endoscopic sinus surgery (fess), the surgeon alleged the navigation system became 3 millimeters inaccurate in the posterior direction. In troubleshooting, the site attempted to re-register the patient but repeatedly failed tracer registration. The site then pushed another exam to the navigation system via the network and were able to successfully register off of that exam using tracer. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.